Event description:
In a fusion procedure, 5 screws and one plate were implanted. Review of the x-rays indicated that one superior screw fractured. It is unknown when the fracture occurred. The rest of the construct was sound with no other anomolies noticed.